Event description:
It was reported that no audio is present from the patient information center ix. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote support engineer (rse) determined that the pic ix was connected to an enterprise environment. The customer was advised by the rse to check the ethernet cable and reseat the ethernet cable. The pic ix was functional and producing sound after reseating the ethernet cable.